Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Customer loaded a new cartridge to resolve the issue. Customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.